Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. This is the final report.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient was reportedly given antibiotics to treat the swelling. The recipient's swelling resolved. This is the final report.

Event description:
The recipient is reportedly experiencing discomfort at the magnet site followed by loss of sound. The recipient was given a de-inflammatory and was advised to use an ice pack. The recipient's swelling has decreased.